Manufacturer narrative:
Device analysis pending closure.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied with the rigidity of device as it progressively became softer. The patient underwent a surgery to remove and replace the ipp. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The cylinders were visually inspected, microscopically examined. Both cylinders had wear at folds. The first cylinder has a cut in the distal end of the outer tube; however, there was no damage to the inner tube, and the cylinder passed both the leak and pressure tests. The second cylinder had a leak and two cuts consistent with sharp instrument damage which likely occurred during explant; therefore, it was not pressure tested. The ms (momentary squeeze) pump was visually inspected, microscopically examined, and functionally tested; the pump performed within specification. Product analysis was unable to confirm the clinical observations of mechanical and performance issues.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied with the rigidity of device as it progressively became softer. The patient underwent a surgery to remove and replace the ipp. There were no patient complications reported.